Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Manufacturer narrative:
(B)(6). An event regarding loosening involving a scorpio nrg cr femoral component left #7 was reported. The event was not confirmed. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specifications. -complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, medical records, and x-rays are needed to complete the investigation for determining the root cause.

Event description:
It was reported that the patient presented with painful and swollen left total knee. The knee was found to be loose on both the tibial and femoral side. The poly was extremely worn. Both femur and tibial revised with stem augmentation.

Event description:
It was reported that patient was revised due to loosening. Insert was worn, femoral component was loose, tibial component was loosed and patella resurfaced. Patient also had pain.

Manufacturer narrative:
It was reported that the patient presented with painful and swollen left total knee. The knee was found to be loose on both the tibial and femoral side. The poly was extremely worn. Both femur and tibial revised with stem augmentation.

Event description:
It was reported that the patient presented with painful and swollen left total knee. The knee was found to be loose on both the tibial and femoral side. The poly was extremely worn. Both femur and tibial revised with stem augmentation.